Event description:
The device was used during an appendectomy procedure. Reportedly, the instrument would not close. The hosp has reported that no pt injury occurred. The surgeon used another instrument.